Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corners, minor scratched liquid crystal display window, scratched reservoir tube window, cracked belt clip slot, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She stated that she was checking the status screen to check her most recent blood glucose. She pressed esc to clear the screen, and then pressed the b button to use the bolus wizard, but when she attempted to enter her blood glucose using the up arrow key, the screen kept scrolling. She replaced the battery, leading up to the button error alarm. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.